Event description:
The healthcare professional reported that during a thrombectomy procedure for a cerebral infarction with the occlusion located at the distal m1 segment of the middle cerebral artery (mca) to the origin of the m2 segment of the mca, a 5mm x 37mm embotrap iii revascularization device (et309537 / 22j051av) was used together with a 9f optimo¿ balloon guide catheter (tokai medical), an axs catalyst® 6 catheter (stryker), a phenom ¿ 21 microcatheter (medtronic), and a chikai 14 neurovascular guidewire (asahi intecc). The embotrap iii device was prepped in accordance with the instructions for use (IFU), then inserted into the concomitant phenom ¿ 21 microcatheter (medtronic), but it was not possible to advance the embotrap iii device due to resistance at the hub of the microcatheter. The embotrap iii device was replaced with a trevo nxt¿ 4mm x 41mm (stryker), which was inserted / introduced into the microcatheter without any problem; the thrombus was retrieved and the procedure was completed. There was no report of any negative patient impact. On (B)(6) 2023, additional information was received. The information indicated that the lot number of the 5mm x 37mm embotrap iii revascularization device is 22j051av. The trevo nxt¿ 4mm x 41mm (stryker) was successfully used with the phenom ¿ 21 microcatheter (medtronic) after the resistance was encountered. It was not necessary to remove or replace the microcatheter. There was no damage noted on the device at any time. Nothing was noted to be obstructing the microcatheter. A continuous flush was maintained through the microcatheter. Excessive force had not been applied to the device. The complaint device was returned for evaluation and analysis. Based on the result of the product analysis completed on (B)(6) 2023, the reported issue meets usfda reporting criteria under 21 cfr 803 as a "malfunction."

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: 1. Visual inspection (markers): the visual inspection, under magnification, confirmed that all markers on the returned embotrap device were intact. (3 distal markers, 16 body markers ¿ 4 per body section, and 2 proximal markers). (Distal coil and proximal coil): the visual inspection on the distal coil, the laser welded parts and the proximal coil, under magnification, didn¿t indicate any damages or deformations. All adhesive bonds were noted to be properly formed and intact. (Inner channel and outer cage): the visual inspection on the inner channel and the outer cage, under magnification, indicated a deformation on a distal outer cage strut and on the proximal inner channel and the outer cage struts. Confirmation using 0.0195-inch inspection tube: no high forces were noted when the return embotrap device was retracted into a flared ptfe inspection tube (0.0195-inch ID). The returned embotrap device exhibited no issues upon retraction or advancement. Imensional inspection of insertion tool: the insertion tool was dimensionally inspected using a calibrated digital caliper and found to be 1.15 mm (0.045-inch), which is within the specification for outer diameter (0.045 ±0.002 inch) as per cs019 (rev04). Reproduction testing: the reproduction tests using embotrap device and phenom21 microcatheter samples demonstrated below: a) a functional test to confirm the reported event using the returned embotrap device and a phenom 21 microcatheter with an rhv attached was conducted for 3 times. The returned embotrap device was able to be inserted and advanced through the microcatheter without any resistance for the 3 attempts, and the complaint event could not be confirmed. A visual inspection on the embotrap device post-testing did not indicate any additional damages or deformations. This test result suggested that the observed device deformation did not affect the device insertion to the sample phemon21 microcatheter. A sample embotrap device can be successfully inserted into the lumen of a sample phenom21 microcatheter when the insertion tool is correctly seated. The insertion of the embotrap device only failed when the space between the distal end of the insertion tool and the microcatheter hub lumen was more than 13 mm. Also, the attempt of further insertion against the resistance can cause deformation on the proximal side of the stent like assembly, similar to the deformation observed on the returned complaint device. The insertion of the embotrap failed when the distal portion of the stent like assembly was protruded from the insertion tool tip for 4 mm. Also, the attempt of further insertion against the resistance can cause deformation on the proximal side of the stent like assembly, similar to the deformation observed on the returned complaint device. The insertion of the embotrap failed when the distal portion of the stent like assembly was protruded from the insertion tool tip for 2 mm, with the protruded portion folded/bent inside the microcatheter hub. Also, the attempt of further insertion against the resistance can cause the deformation on the distal side of the stent like assembly, similar to the deformation observed on the returned complaint device. A review of the manufacturing documentation associated with this lot (22j051av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the returned embotrap device exhibits key characteristic which is consistent with advancement of the device against resistance due to a potential situation where there was a gap between the insertion tool and the microcatheter lumen or protruded distal portion of the stent like assembly from the insertion tool. A visual inspection of the microcatheter used during this complaint was not possible as the microcatheter was not returned for investigation. The most probable causes of the failure to advance through the microcatheter are concluded to be either: a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device resulting in pre-deployment of the device in the microcatheter hub. A failure to maintain the insertion tool in a fully seated position whilst advancing the device, resulting in pre-deployment of the device in the microcatheter hub. (This can occur if the rhv seal was not fully tightened or there was defect with rhv seal thereby allowing some movement of the insertion tool in the rhv during device delivery.) A microcatheter defect, such as a blockage or constriction in the microcatheter hub/lumen, likely to be located at the interface of the microcatheter hub and shaft. A localized, temporary constriction in the proximal end of the microcatheter that prevented insertion of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter). There is no indication that this complaint was as a result of a defect or malfunction of the embotrap device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.